Manufacturer narrative:
(B)(4). Additional information: when the device was fired, where was the indicator within the green zone/gap setting scale? Surgeon was coached to ensure indicator was in the green zone, surgeon verbally confirmed. Rep was unable to verify. Were there two complete tissue donuts? Were all tissue layers present in both donuts when inspected? Surgeon reported normal donuts. Rep verified ¿ donuts appeared to be normal with all tissue layers present. Where were the malformed staples located? Malformed staples were reported by the surgeon exactly as reported below. No additional information is available. Was the instrument fired across or near an existing staple line or clip? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection (lar) procedure, that this was an incredibly difficult case, as stated by the surgeon. The patient had numerous comorbidities: including a bmi near fifty. The surgeon elected not to use a sizer. The purse string was completed using the cov automatic purse string device. The trocar and anvil appeared to be properly married and the surgeon was coached on how to fire the device, step by step. The rep asked the surgeon to tighten the device until snug, ensure that the indicator was in the green and then fire, in one motion, plastic to plastic. This appeared to happen, although the rep did not visually see the indicator prior to firing. The crunch of the washer was heard. The colonoscopy and leak test passed. On day six, post op, a leak was found and the patient returned to the or. Upon performing the colonoscopy, the surgeon discovered a leak at the anastomosis. The surgeon noted several staple legs had not formed and a small leak was present at this site. In hind sight, the surgeon admitted that this was a difficult patient and that a larger circular stapler could have been used. Bring back was completed with colostomy and insertion of stents. One device was discarded.